Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced over wire and, before advancing into the lesion, the balloon was deflated to zeroize the pressure. However, a bubble was observed in the deflator and the balloon was noted to be ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced over wire and, before advancing into the lesion, the balloon was deflated to zeroize the pressure. However, a bubble was observed in the deflator and the balloon was noted to be ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and the balloon was tightly folded. Inspection of the device revealed that the guidewire lumen was buckled 3mm distal of the bi-component weld with a hole. There was no damage or burst to the balloon. The damage to the wire lumen is consistent to damage caused by attempting to advance the guidewire into the hub and through the shaft of the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst. When pressure was applied to the balloon catheter, there was a leak from the tip and the balloon did not inflate. Microscopic examination revealed that the fluid was coming out of the hole in the wire lumen and out the tip. Product analysis confirmed the reported event, as the wire lumen was buckled and had a hole creating a leak from the tip at the distal end of the device and causing the balloon not to inflate. Therefore, the confirmed damage appeared to make the device leak at the distal end of the device and not allow the balloon to inflate, making it appear that the balloon was burst and would cause the inflation device not to keep pressure.